Event description:
Per the physician's report, this pt's device had begun to migrate into the middle ear space shortly after implantation. The surgeon explanted the device and reimplanted a new one in 2006.

Manufacturer narrative:
This is a final report.